Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Product ID: 37081-60, serial# (B)(4) implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable ne neurostimulator (ins) for chronic leg pain. It was reported that there was symptom (pain) return and that the therapy was not effective. The symptom returned several months after implant and it was also reported the event occurred in (B)(6) 2016. Radiography and several impedance measurements were taken. The impedance measurements revealed "all leads" were greater than 10,000 ohms. No external factors that may have caused or contributed to the issue were determined. The doctor checked the system in preop. The ins and lead were okay. The extensions were replaced and the new impedance measurements were good. The issue was resolved at the time of the rep ort. No further patient complications were reported as a result of the event.

Manufacturer narrative:
Analysis found all conductors were broken 3.9 cm from the distal end of the extension (s/n (B)(4)). Analysis found no significant anomaly with the extension (s/n (B)(4)). (B)(4) pertain to the extension with s/n (B)(4). (B)(4) pertain to extension with s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The conclusion code corresponding to the extension (s/n (B)(4)) has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.